Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The patient was connected at the time of the event. This occurred during fill one of four of peritoneal dialysis therapy. During troubleshooting, the home patient (hp) noticed solution leaking inside the homechoice when they opened the door to remove the cassette. Renal therapy services (rts) assisted the hp to end the therapy session and disconnect the supplies. Rts discussed continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.